Event description:
The reservoir had a broken luer connector. The customer does not know if they were at fault or how it happened. It was stated that the reservoir compartment was wet. The customer had been running high bgs even after a set change. Troubelshooting was also done on the pump. The leadscrew did not pass the rotation test.